Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident of a pericardial effusion and deflection issue could not be conclusively determined.

Event description:
During a procedure, a pericardial effusion occurred which resulted in a pericardiocentesis being performed. The sheath did not deflect as expected and the wire was not able to be visualized. All the connections were checked and reconnected with no resolution. Hypotension was noted, and a pericardial effusion was identified and drained. A total of 26 ablations were performed, but the procedure was not completed. The physician alleges that the difficulty steering the sheath and inability to visualize the wire contributed to the issue. Albumin was started and the patient was discharged from the hospital.